Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt was being referred for prophylactic revision due to the duration of generator implant. It was later indicated that the pt's device normal mode stimulation was previously set to 0.0ma, but the pt was able to use magnet stimulation, which was set at 1.0ma. At a later appointment, diagnostics were performed, which showed high lead impedance, so the pt's magnet was also set to 0.0ma at this time. The pt is not reporting an increase in her seizures or auras. A search performed in the manufacturer's programming history database showed the pt was disabled on (B)(6) 2009. System diagnostics were last performed at that time, which were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.